Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting frequent loss of prime alarms. The patient¿s blood glucose levels were allegedly higher than normal with no symptoms; however no numbers were provided. This does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2019 with the following findings: a review of the pump¿s black box showed the data for the event had been overwritten due to continued use of the pump. Unrelated to the loss of prime issue, the pump powered on with a display that was too dim to read. Further testing was unable to be performed. The complaint of a loss of prime issue was not able to be adequately investigated due to the unrelated display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.